Manufacturer narrative:
Additional information block b5 has been updated with the additional information received on 05nov2025. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the physician was placing the hydrogel under the fat layer. The physician continues the injection without patient complications. The location of the hydrogel at this time is unknown, but a misplacement was suspected. ***additional information received on 10nov2025*** it was further reported that the rectal wall infiltration was confirmed, the physician decided to continue with the radiation treatment despite the infiltration.

Manufacturer narrative:
Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the physician was placing the hydrogel under the fat layer. The physician continued the injection without patient complications. The location of the hydrogel at this time is unknown, but a misplacement was suspected.